Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as pustules, it was itchy, red and painful. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed momegalen for the skin irritation. Follow up indicated that the skin irritation improved.